Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system had fatal error and multiple patients were not crossing over to one station. A technical support specialist found that the c drive was full and cleared structured query language dump files to restore it to a healthy state but newly registered patients still were not crossing over to the station and log review revealed a domain name system dns related endpointnotfoundexception for the host pphxpyxises2.shcsd.sharp.com suggesting the connection may have been interrupted by migration or maintenance. A full synchronization was performed to update the station with current data which resolved the problem. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fatal error had occurred. Nurses were unable to retrieve medications due to this issue and it was delaying workflow. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.